Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient experienced drain volume that was over 252% of their fill volume. The patient reported feeling full. The patient reported to have received the scale reading error during the treatment. The patient had a last drain volume of 1337 ml and their largest fill volume was 2002 ml. The patient continued to feel full after the treatment and performed a manual drain of 3700 ml. The reported large drain of 1337 ml and 3700 ml was 252% over the expected volume which resulted in a reportable device malfunction. The patient¿s symptoms were relieved via draining manually and they did not require medical intervention as a result of the issue. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.